Event description:
Guidant received information that this implantable cardioverter device (ICD) was explanted secondary to a patient infection. At the time of the explant, the header of this device was found to be loose. No adverse patient symptoms were reported.